Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation of a calcified lesion in the left anterior descending (lad) artery. The 2.8x19mm graftmaster covered stent was used, however, resistance was noted due to the anatomy and the stent came off the balloon while attempting to deploy and was not fully apposed to the vessel wall. An additional balloon was used to compress the stent in the vessel wall as an undeployed stent. A second 2.8x19mm graftmaster covered stent was used and was implanted at a pressure of 20 atmospheres (atms) and sealed the perforation. Advanced cardiovascular life support (acls) and pericardiocentesis was performed. An impella ventricular support device was used for the pulseless electrical activity (pea) arrest; however, there was no return of spontaneous circulation (rosc). The patient died post stent placement of pea and no rosc. An autopsy was not performed. The first graftmaster caused or contributed to complications or adverse event, however, the second graftmaster did not cause or contribute to complications or adverse event. The patient's health was declining (toward death) prior to graftmasters use. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death is listed in the graftmaster rx coronary stent graft system, instructions for use, as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The reported difficulties and the subsequent treatments including device embedded in tissue or plaque appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Medical affairs reviewed the reported information. The reviewer states this was a case to treat a perforation in a calcified lesion in the left anterior descending (lad) artery of an 88-year-old female patient with a previous medical history of coronary artery disease (cad), breast cancer, gerd, hyperlipidemia, and idiopathic pulmonary fibrosis. During a percutaneous coronary intervention (pci) of the lad, the vessel was perforated. The patient was reportedly experiencing pulseless electrical activity (pea) arrest. However, it is unknown if the patient presented with this lethal arrhythmia or if it was caused by the lad perforation. Reportedly, advanced cardiovascular life support (acls) protocols were started, an impella ventricular assist device was placed, and a pericardiocentesis was performed. It was reported that the patients¿ health was declining prior to the failed deployment of the first 2.8 x 19mm graftmaster stent. Additionally, it was reported that it could not be determined if the failed graftmaster was the cause or contributed to the patients¿ death in any way. Due to the reported medical state the patient presented with, prior to the attempt to deploy a 2.8 x 19mm graftmaster stent at the site of the perforation; it can be stated that the patient¿s cause of death was due to the lethal arrhythmia and the perforated lad, which caused additional pressure to be placed on their heart despite the pericardiocentesis procedure, the placement of an impella ventricular assist device, the acls and the successful placement of the additional 2.8 x 19mm graftmaster stent. It can be definitively stated that the first 2.8 x 19mm graftmaster stent was not a direct nor indirect cause of this patient¿s death.